Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'continues beeping and says needs to be serviced' which was reproduced as a system error 345. A review of the event history log identified the presence of multiple 'system error 345' messages. The cause was determined to be an out of specification upstream thermistor, yielding a low output. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would continue to beep and needs to be serviced. There was no known patient injury or medical intervention associated with this event. No additional information is available.